Manufacturer narrative:
Sterile part. Part: 04.004.567s. Lot: l448164. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: june 12, 2017. Expiry date: may 01, 2027. Since there is no allegation against packing or sterility, device history record (DHR) review is done for non-sterile part: non - sterile part. Part: 04.004.567. Lot: l296479. Manufacturing site: (B)(4). Release to warehouse date: february 15, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Reviewing the received x-rays, the complaint description can be confirmed that the nail is distally broken. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, a patient underwent revision for a broken non-synthes nail. The surgeon needed a longer nail to insert into the hindfoot as there was a nonunion around the distal third metaphyseal region. Due to no hindfoot nail on the market being long enough, the surgeon chose to use the expert tibial nail (etn) off label as he deemed this a "limb salvaging" procedure. On (B)(6) 2020, the etn needed to be removed as it had broken. The surgeon implanted a non-synthes plate and screws. The reamer irrigator, aspirator (ria) 2 was used to irrigate and aspirate the canal. Both the removal and ria went extremely well. This report is for a 11mm titanium (ti) cannulated tibial nail. This is report 1 of 1 for (B)(4).